Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The device provided 35 joule charges within nominal charge times when using an external supply. No hybrid anomalies were found. Battery analysis revealed no internal battery shorting. Partial lithium-severing was observed. Review of the device data showed multiple excessive charge time events that triggered end of service prior to recommended replacement time and subsequent explant. The excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced due to reaching normal elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.